Event description:
It was reported that when analyzing vt-hi, the device appeared to freeze intermittently.

Manufacturer narrative:
Add'l info will be submitted when it becomes available from overseas sources.